Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hardware low level failures. The customer¿s blood glucose level was 99 mg/dl. The customer reported that the insulin pump had cosmetic damage. It was reported that the customer performed displacement test was passed. Customer stated that they were able to rewind the pump. The customer reported that the self-test and was failed. The customer was advised that the pump requires replacement, to discontinue use of the pump and to revert to backup per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with faded serial number label. Device passed displacement test and self test. Hardware low level failures error confirmed in pump history with variable due broken trace on keypad assembly.